Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a faulty circulation pump. However there was insufficient information to confirm this potential root cause. Reported issue: it was reported that they were getting 0 flow. Repairs related to reported problem: biomed replaced circulation and mixing pump. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use under are found to be adequate. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting 0 flow in an arctic sun device and that pump inside was vibrating and making noise. Stated at this time they were not interested in depot service. Discussed the pump components and how they were constructed and referred them to the service manual for instructions on how to remove pumps from the upper components.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting 0 flow in an arctic sun device and that pump inside was vibrating and making noise. Stated at this time they were not interested in depot service. Discussed the pump components and how they were constructed and referred them to the service manual for instructions on how to remove pumps from the upper components.